Event description:
Patient reported " MRI had confirmed a puncture of the ganglia, presence of silicone while a prior the implants do not leak. The device remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture and silicone migration.